Event description:
It was reported that the patient was admitted to the intensive care unit due to hyperglycemia and a heart attack. The patient's blood glucose levels escalated to 600 mg/dl while using the pod. Treatment was administered through intravenous insulin. The patient slipped into a coma and passed away three days later. It was stated that the patient was unable to get their continuous glucose monitoring sensors functioning properly, which led to the omnipod system entering limited mode and providing a reduced amount of insulin.

Manufacturer narrative:
Review of the insulet cloud system found data was only available up to (B)(6) 2025. Review of the patient history buffer (phb) data between (B)(6) 2025 to (B)(6) 2025 found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. While in manual mode, the system correctly delivered the user's manual basal program of 0.5 u per hour. Review of the data showed that the last pod c hange occurred at 18:01 on (B)(6) 2025 and the system was only used in automated mode for this pod through the last data point at 06:44 on (B)(6) 2025. An automated delivery restriction alert was generated at 21:59 on (B)(6) 2025 due to the system delivering the max automated basal insulin amount for an extended period of time in response to increasing and high estimated glucose values. The system transitioned to automated mode: limited and began delivery of safe basal, which is the lower of the user's manual basal program and the automated adaptive basal rate. The data shows that this automated delivery restriction alert was not acknowledged before the last data point, keeping the system in automated mode: limited delivering safe basal. The data also shows that no boluses were delivered with this pod. Review of the cloud data confirmed that all alerts, reminders, and notifications were generated correctly as conditions were met. The cloud data showed evidence that each bolus programmed was actively and successfully delivered, as the total pulses delivered count tracked by the pod incremented correctly by the total bolus volume for each bolus delivered. Instances of pod-sensor connection loss and temporary sensor errors were seen during this period, as indicated by estimated glucose values of -1 and -2 respectively. The exact cause of these invalid estimated glucose values could not be conclusively determined from the available data. Data logs at the time of death were not available, however based on the data available, it could be determined that the system responded appropriately to these missing sensor values, generating reminders and transitioning the system to automated mode: limited after four consecutive cycles of missing values while the system was in automated mode. No evidence of issues with the system was observed in the available cloud data. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version 3.1.1. Cloud - operating system. N5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type. Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.